Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided with trace ketones. Customer administered a manual correction injection to address bg. Customer reverted to an alternate method of insulin delivery.